Manufacturer narrative:
Investigation summary: the returned samples were examined for customer¿s reported issues. A complaint history check could not be performed due to unknown lot number for the defect/condition (needle retraction failure). A complaint history check could not be performed due to unknown lot number for the defect/condition (leakage).three out of eight syringes were returned with needles that were not retracted. However, the plunger rod was not fully depressed. Needles retracted properly when plunger rod was depressed. Five samples were returned with needle retracted properly and plunger rod was depressed. Leakage may have occurred when needle hub not seated properly inside barrel. Based on samples, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after injection, the safety from the 25 g x 5/8 in. Bd safetyglide¿ needle did not engage. No medical interventions were done. There was no injury.